Event description:
Healthcare professional reported rupture as well as bilateral textured implants to an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported rupture as well as bilateral textured implants to an unknown side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown particles on the shell, an opening on anterior, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as surgical impact.